Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed requested troubleshooting assistance for low flow. Biomed stated that the device was never repaired and requested the quote be sent to them and technical support provided them with the quote for 2000 hours service. Per follow up information received on 20apr2022, the device was not being used on a patient during reported event. It was recommended that the device came in for 2000 hours preventive maintenance service before and technical support resent a quote, the biomed would determine if the device had to be sent for repair. Per follow up information received on 20apr2022, the device was not being used on a patient during reported event. It was recommended that the device came in for 2000 hours preventive maintenance service before and technical support resent a quote, the biomed would determine if the device had to be sent for repair.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Event description:
It was reported that biomed requested troubleshooting assistance for low flow. Biomed stated that the device was never repaired and requested the quote be sent to them and technical support provided them with the quote for 2000 hours service. Per follow up information received on 20apr2022, the device was not being used on a patient during reported event. It was recommended that the device came in for 2000 hours preventive maintenance service before and technical support resent a quote, the biomed would determine if the device had to be sent for repair.